Manufacturer narrative:
Device not yet analyzed by quality control laboratory. Internal documentation shows that icp probe and its accessories have been manufactured in accordance with quality requirements and non-clinical testing have shown that icp bolts have a satisfactory holding in the cranial bone. The analysis will make it possible to know the causes of the appearance of this incident.

Event description:
Failure of bolt holding in cranial bone (bone laxity). The physician repeated the operation three time, inducing potential infectious risks.

Manufacturer narrative:
According to sophysa in-house process, the probe has been analyzed by quality control laboratory. The bolt and the drill were relatively clean. No abnormal deformation have been observed that could explained the holding difficulty. A dimensional analysis of the bolt has been performed and unables to verify that the drilling kit were conform to design specifications. Then, the drilling assembly was tested according to the validated method and showed the device meeting its design specification requirements. The assignable cause of this event could be linked to difficulties in performing the surgical procedure. Other investigations are carried out with the hospital to resolve these difficulties of drilling. No additional comments.

Event description:
Failure of bolt holding in cranial bone (bone laxity). The physician repetead the operation three time, inducing potential infectious risks.